Manufacturer narrative:
Summary of analysis: the reported malfunction could not be replicated. The evaluation confirmed there was no fault found with the device. The ambient temperature was 74.9f and the rise or max temperature was 89.7f. The max temperature - the ambient temperature = 14.8f, which was passing. The max rise temperature was 27f for the drill. The item was repaired cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the handpiece was getting warm. There was no patient impact.